Event description:
It was reported that while using 50 bd bactec¿ plus aerobic/f culture vials (plastic) false positive results were obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. The customer stated that results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "false positive of bactec plus aerobic f culture plastic vials."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: customer reported blood under the sensor and false positive results. Two out of three photos received showed a sensor adhesion defect. Bd was unable to duplicate customer¿s experience with the bactec product. Retention samples were visually inspected with satisfactory results. Batch/sensor history records were reviewed, and all testing were within specification for product release. Blood background was performed with satisfactory results for the false positive results. Complaint is unconfirmed for false positive. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Sensor adhesion scrape test is performed to each sensor batch as part of release criteria. Complaint is confirmed for sensor adhesion based on photos received. The vision system is challenged prior each lot. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. Corrective actions preventive actions (CAPA) 288267 was initiated to further investigate these types of complaints and determine any appropriate actions to reduce their occurrence. H3 other text : see h10.

Event description:
It was reported that while using 50 bd bactec¿ plus aerobic/f culture vials (plastic) false positive results were obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. The customer stated that results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "false positive of bactec plus aerobic f culture plastic vials. "